Event description:
In 2007, a gore tag thoracic endoprosthesis was placed for repair of a saccular thoracic aortic aneurysm in the descending thoracic aorta at the level of a previously repaired coarctation. A debranching of the left subclavian artery with left carotid subclavian bypass was performed and a spinal drain was placed. The patient tolerated the procedure well. Two days later, after a brief discontinuation of the heparin to remove the spinal drain, the patient began complaining of right leg numbness. The spinal drain was then replaced. Three days later, the patient had suffered a large left hemispheric stroke. A carotid doppler demonstrated a clot at the carotid bifurcation and tee showed clots present on the previously replaced aortic valve. Although a left carotid artery thrombectomy/embolectomy, and patch angioplasty were performed, the patient did not recover and expired two days later.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other related device implanted: tg3110.